Event description:
Reporter stated the pt has been experiencing high blood glucose for the past 15 days. Additionally they reported that, in 2004, pt sought treatment for hyperglycemia at the hosp. Reporter indicated that pt's blood glucose measured >500 mg/dl. They were treated with insulin injections and released the following day.